Event description:
Return reason: lumen interconnection. Analysis determined: investigation found that the air lumen which was inadequately sealed in the distal hub due to operator error allowed lumen interconnection. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.